Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. H4: the lot was manufactured april 11-15, 2024. The device was received for evaluation containing 31ml fluid in the bladder. Visual inspection via the naked eye showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic inspection on the flow restrictor revealed the cause of flow problem was due to air bubbles blocking the fluid path inside the lumen of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the air bubbles can be attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) has instructions regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that delivery of 5-fluorouracil (5fu) stopped through a small volume infusor. The event was further described as, "after 2 days 5fu infusion, the administration was not completed". There was no report of patient injury or medical intervention associated with this event. No additional information is available.